Event description:
The account stated that the architect (B)(6) reagent has generated a false reactive result on a patient with chronic myelocytic leukemia. On (B)(6), the initial result was non-reactive (the actual result was not provided). On (B)(6) 2010, another sample from the patient was tested and the result was reactive at 86 miu/ml which the account believes to be incorrect. The account stated, the patient has had a blood transfusion of blood platelets in (B)(6) for the patient's illness. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The reagent lot number used at the customer site is unknown. In the absence of the architect (B)(6) reagent lot number, evaluation testing of the affected reagent lot was not performed and therefore a limited investigation was conducted. The evaluation involved a review of the architect (B)(6) customer release testing results from the past six month period. All results were within specified validity and acceptance limits and no adverse trends were identified. In addition, in the absence of a specific lot number to investigate, a six month review of complaints registered for list number 7c18 was completed. With regards to false positive results there were no adverse trends observed for this issue. The architect (B)(6) package insert (B)(4) contains information to address the customer's current issue. Based on the current evaluation, the assay is performing acceptably. A product malfunction was not identified. Evaluation, method: review of complaint tracking and trending.